Event description:
During a conversation [for administrative purposes] with a customer regarding a male patient, the co office in another country learned that the patient had died. Co was not previously aware of the incident, because the customer had made no such prior report to any bsc employee. The pt had been implanted with a co sealed vascular graft for a cardiac surgery procedure. The exact anatomical location of the implant has not been reported to co. Neither the cause of the death nor any relationship of the graft to the death is known at this time. Other than the fact of the implant, no graft-related issue has been reported at this time by the customer. Additional information received on august 24, 2007: it appears, at this time, that there is no further information available to bsc regarding this event. It was reported that the event had been inadvertently communicated during the phone call by a hospital secretary to the co employee, and was not communicated by the physician.

Manufacturer narrative:
Since no product is available to be returned for our evaluation, and there is insufficient information available to determine if a product issue occurred which may or may not have been related to the death, no conclusion can be drawn at this time. We are continuing to investigate this event by attempting to acquire additional information. Should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.